Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 20, 2021.

Manufacturer narrative:
This report is submitted on june 23, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to infection. It is unknown if the patient has been reimplanted with a new device as of the date of this report.